Manufacturer narrative:
17-nov-2021 case update: the reporter informed the company that the product has been discarded.

Event description:
(Hit gums really really hard)...head then was full of blood - oral-b [gingival bleeding], hit gums really really hard...injury - oral-b [gingival injury], the head came off...no rotation at all - oral-b [device breakage]. Consumer via e-mail stated that their oral-b toothbrush head came off and hit/injured their gums really hard. The head and body was full of blood. No serious injury was reported. 26-oct-2021 case update: product updated to oral-b power rechargeable toothbrush handle 3766. No serious injury was reported. 28-oct-2021 case update: product updated to oral-b power rechargeable toothbrush handle 3758. No serious injury was reported.

Manufacturer narrative:
Product return was requested but not received so far. Full evaluation will occur upon receipt of returned product.

Event description:
Consumer via e-mail stated that their oral-b toothbrush head came off and hit/injured their gums really hard. The head and body was full of blood. No serious injury was reported.